Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid with debris in a microcentrifuge vial. Visual inspection found an optic torn and fibre on the lens surface. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -8.0/1.0/90 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same model/ length lens that was implanted vertically due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.